Event description:
#Medwatcher #(B)(4). Skin rash, blemishes, pelvic pain, bleeding while having sex , pain intercourse, weight fluctuations, brain fog, swollen - bloating body, joint pain, eye problem, --hysterectomy.